Event description:
It was reported that a user repeatedly paused insulin delivery on their ilet when glucose was dropping, which resulted in subsequent high blood glucose; the user was counseled and the device was factory reset and set to bionic mode. Symptoms included hyperglycemia peaking at 401 mg/dl. Outcomes included the need for troubleshooting and user education, with device setup completed. Investigation included phone-based technical support and device setup guidance. Investigation of this case revealed over-treatment of hypoglycemia via user-initiated pausing of insulin leading to elevated glucose, with no device malfunction identified. It was concluded that the event was due to user behavior, and education on best practices was provided.